Event description:
It was reported that a patient who had an implantable neurostimulator for deep brain stimulation reported feeling that the device had shut off six days prior to a scheduled routine battery replacement. On the day of the scheduled battery change, device interrogation revealed that the neurostimulator was turned off and the voltage was set to zero, with the elective replacement indicator (eri) showing. The patient denied making any changes to the device settings using the remote. A family member later reported to the manufacturer representative (rep) that the parkinson¿s disease has progressed, and patient is starting to have more confusion, and she believes that he may have inadvertently turned the device off and brought the stimulation down to zero without realizing what he was doing.  The battery was replaced as part of the routine battery change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.